Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after logging in and attempting to access medications, the system displayed an error message stating that a fatal error had occurred on the underlying data source, possibly due to a network connection problem or hardware issue. The customer reported that they attempted to reboot the system, and their internal it confirmed that they were able to ping the port. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hard drive was maxed out, which caused the station to become unusable. The technical support specialist (tss) dialed in to clear space, forced a database shrink and then performed a manual recovery to update the data. No recurring failures were observed after several days of monitoring and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.